Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely that the fiber must have cracked or broken leading to laser energy escaping and igniting the fiber jacket. The OEM determined the cracks must have been a result of mishandling the fiber either via over-flexing or by bumping the fiber when it was plugged in. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The root cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported the user noticed a strong smell and noticed smoked coming from the front of the laser itself. They replaced the laser fiber and continued use without issue. The issue found during a therapeutic procedure. The user was using the tfl-fbx200bs laser fiber in the soltive laser with serial number (B)(4). There was no patient harm or injury reported due to the event. No user injury reported.